Event description:
Boston scientific received information through a remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) detected a high shock impedance measurement on the right ventricular defibrillation lead. The physician was notified and a follow up was to be performed. This information was reported on the lead in MDR report # 2124215-2010-23636. At a later date, another out of range pacing impedance measurement was detected by the crt-d on the rv lead. The physician was again notified about the measurement. Attempts to obtain more information on the device and lead have not been successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.